Event description:
Report received of loss of suction. Report received from ai affiliate, abbott australasia, of a t-piece of a receptal canister falling off causing loss of suction to a patient during resuscitation leading to aspiration. This was reported "due to failure on the part of the hospital to ensure t-piece connector to canister was secure, suction was lost and the patient aspirated. Patient satisfactoryily resuscitated.